Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop without pupil block and angle closure. Due to elevated iop without pupil block and angle closure, medication was prescribed . The lens remains implanted. Cause of the event reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.